Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and no anomalies were found. The cause of the extended charge time was due to a large number of high voltage charges within a brief period of time.

Event description:
It was reported that the patient received a patient notification alert due to capacitor charge time limit being reached. During a subsequent follow up, charge time was normal when capacitor maintenance was performed. The patient was in good condition and will be monitored via merlin.net.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received states that the device was explanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.